Event description:
A 2.5mm diameter by 9mm length s660 stent delivery system was inserted to treat a lesion in an unknown coronary artery. It was reported that there was stent thrombosis and visible tissue prolapse after the deployment of the stent. Subsequently, another MFR's stent was deployed at the stent site. The pt was reported to be fine post proceudre and there was no add'l clinical sequelae reported related to the event. No further info was available regarding this incident.